Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient ((B)(6)) experienced a loss of stimulation. Surgical intervention was undertaken and the lead was explanted and replaced. Postoperatively, the patient reported effective therapy was received. The manufacturer requested the lead device information, however it has not been provided.